Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available, omnipod software app version: no data available, operating system: no data available, hardware: no data available, cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pod began leaking insulin, which she believed resulted in elevated blood glucose levels reaching approximately 25 mmol/l (450 mg/dl) while wearing the pod on the arm between 4 and 24 hours. The patient removed the pod and went to the emergency room on (B)(6) 2026 due to hyperglycemia associated with a headache and gastrointestinal symptoms. The patient was treated in the emergency department for less than one day and was discharged on the same date. The patient reported receiving intravenous fluids until her blood glucose levels improved. No formal diagnosis was provided; however, the treating physician indicated the visit was related to high blood sugar. As further treatment, a new pod was placed. No further information was provided.